Manufacturer narrative:
Device lot number, device expiration date, device manufactured date, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device. The advancer unit and burr unit were received attached together as a single unit; however, the burr housing was detached and not received for analysis. The advancer knob was received tightened in a backward position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. There were numerous kinks in the sheath. The annulus was flared and not round. It is probable that the rotating burr came into contact with the guidewire during preparation/platforming leading to the damaged annulus and reported fractured guidewire. The rotawire used in the procedure was not returned for product analysis. Functional testing was completed with a test .009¿ rotawire. The rotawire could not be inserted through the burr due to the damage to the annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00128. It was reported that rotawire fracture occurred. A 1.50 mm rotalink plus and rotawire were selected for use. During preparation, it was noted that the rotawire broke at the tip of the burr. A new wire was used but would not load onto the burr. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00128. It was reported that rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected for use. During preparation, it was noted that the rotawire broke at the tip of the burr. A new wire was used but would not load onto the burr. No patient complications were reported.